Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that the patient is not pacing dependent, and no noise was observed on the lead. It is believed the cause of the loc to be possibly due to a micro dislodgement, which was determined by the results from a threshold test that was completed. The physician plans on performing a lead revision. However, at this time, no surgical intervention has been reported. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that the patient is not pacing dependent, and no noise was observed on the lead. It is believed the cause of the loc to be possibly due to a micro dislodgement, which was determined by the results from a threshold test that was completed. The physician plans on performing a lead revision. However, at this time, no surgical intervention has been reported. The rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field representative that reported that a lead revision procedure was performed on this right ventricular (rv) lead due to the micro dislodgement. The physician successfully repositioned the rv lead. No additional adverse patient effects were reported. The rv lead remains in service.